Event description:
It was reported that for the past three days the patient had been experiencing a loud buzzing sound in the background that was there only whilst the processor was switched on and it came about suddenly. The patient was still able to hear through his processor, but not as well as prior to this issue.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.